Event description:
It was reported that the patient's vocal cord paralysis was temporary and has since resolved.

Event description:
It was reported that the patient has vocal cord paralysis due to surgery. A routine scope was performed which confirmed vocal cord paralysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Follow up showed that patient was doing well and had no complications.